Manufacturer narrative:
The customer complaint of the lower jaw broke off was confirmed. The returned used device, item smi-02ap was evaluated and found the lower jaw is broken off with no other signs of damage. The mechanisms feel normal and there is no noticeable bend in the devices shaft. Needle loads into suture passer with no issue noted. Broken lower jaw was not returned for evaluation. This is technique dependent device and the most likely cause of this suspected failure is user related. Suspect that the returned device may have been damaged during non-surgical handling to initiate the critical weakness in the lower jaw. The service history was reviewed, and no prior data was found. (B)(4). Per the instructions for use, the user is advised the following: contraindications: device is not to be used on bone or similar hard tissue. Warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Precautions: prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the distributor reported an issue with the smi-02ap, spectrum autopass suture passer, (B)(4), occurring (B)(6) 2018 during a rotator cuff procedure involving a (B)(6) female patient. It was reported that approximately 30 minutes into the procedure, while trying to place a suture in the rotator cuff, the lower jaw broke. Information received indicates that the whole lower jaw broke off when coming out of the tissue that was sutured. The broken jaw piece was retrieved using a kelly clamp. The procedure was successfully completed using a different device with no impact or injury to the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.